Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
(B)(4) report was received containing the following information: it is reported that on (B)(6) 2012, patient with a left angle and right parasymphyseal mandible fracture was sent to operating room for open reduction internal fixation of complicated mandible fracture using multiple approaches. One of the intermaxillary fixation screws broke flush with the mandibular cortex. This broken screw, without the head, was left in place in the region of the right parasymphyseal mandible fracture. This information was previously submitted to the FDA, via voluntary medwatch (B)(4). This is 1 of 1 reports for this event.